Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the position of the usb cable needed to adjusted to successfully charge the pump. It was also reported that the customer received multiple intermittent power source alerts after plugging the pump into a wall outlet. Additionally, the battery gauge was fluctuating. Customer¿s blood glucose value was between 120-150 mg/dl. Reportedly, the alerts cleared and the pump successfully began charging after leaving the pump plugged into the power source.